Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (clip open - locked), device damaged by another device (dislodged), or incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. It is possible that procedural conditions, such as tension in the system, contributed to this event. However, this cannot be confirmed. The reported device damaged by another device, incomplete coaptation, and mitral regurgitation are related to procedural conditions (interaction during grasping and positioning of third clip). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), previous cardiac surgery, dilated heart and aortic valve replacement for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. During positioning of second clip for grasping, first mitraclip opened to 100 degrees due to clip interaction. For stabilization of first clip, an attempt was made to implant third mitraclip. Interaction of third mitraclip with first and second mitraclip was observed while grasping and positioning of the clip. A single leaflet device attachment (slda) occurred from septal leaflet for both first and second mitraclips due to the interaction. The third mitraclip was removed from the anatomy and the procedure was terminated. The mr remained unchanged post procedure. On 26 september 2025, it was informed that patient passed away.